Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a follow-up appointment, there was a stored episode with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead which indicated noise and oversensing. The noise was able to be reproduced with isometrics/pocket maneuvers. Subsequently, the patient had surgery and received a new tricuspid valve and a new mitral valve. During surgery, the rv, the left ventricular (lv) lead and the device were removed. A new rv and lv epicardial leads were implanted. A new pacemaker was also implanted. The patient planned to receive a subcutaneous implantable cardioverter defibrillator (s-ICD) at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed in two segments 44 centimeters (cm) from the terminal pin. Visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The reported noise and oversensing was likely the result of the lead damage observed by the laboratory.